Event description:
Hamilton company was informed in 2004 of an event that occurred in which the hamilton microlab at + 2 instrument reportedly misread a sample barcode. No death of injury resulted from this event.